Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder and lot history records. Product passed all required inspections at both end product and subassembly levels. No device failure modes associated to the reported event were found. A review of the IFU finds it to be adequate. Information provided by the patient's attorney is limited and review of the IFU does not assist in the identification of the root cause of the patient's alleged post-op complications. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified non bard/davol product on (B)(6) 2012. The patient underwent the removal of the non bard/davol product on (B)(6) 2017. Attorney alleges that the patient underwent ventral hernia repair and was implanted with bard/davol ventralight st on (B)(6) 2017. It is alleged that the patient underwent revision surgery on (B)(6) 2018 due to the defective hernia mesh device. Attorney alleges that the patient experienced severe pain, limited movement, inflammation and continues to suffer complications as a result of his implantation with the ventralight st mesh. It is also alleged that the patient have been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.